Event description:
It was reported that shaft break occured. The 90% stenosed target lesion was located in the distal left anterior descending artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Correction: lot number previously reported as 22457339; corrected to 0022205034. Expiration date previously reported as 07/31/2021; corrected to 06/03/2021. Device manufacture date previously reported as 08/01/2018; corrected to 06/04/2018. Device evaluated by MFR.: returned product consisted of a quantum maverick mr balloon catheter. The balloon was loosely folded with blood in the wire lumen. The tip, balloon, inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed a hypotube fracture located 52 cm from the hub, numerous kinks in the hypotube, and tip damage (flared). The fracture faces of the separated ends were oval, is if kinked prior to separating. Inspection of the rest of the device found no damage or defects.

Event description:
It was reported that shaft break occured. The 90% stenosed target lesion was located in the distal left anterior descending artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported.